Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous low result for one patient sample tested for the elecsys total psa immunoassay (tpsa) on a cobas 8000 e 602 module (e602). The sample resulted as 0.487 ug/l and this value was reported outside of the laboratory to the physician. The physician questioned the value as it did not match the patient's medical history. The physician requested additional testing of the patient a few days later. The patient had high results both before and after testing of this sample. A second sample was collected from the patient and tested on (B)(6) 2017, resulting as 23.10 ug/l. No adverse events were alleged to have occurred with the patient. The tpsa reagent lot number was 216023. The reagent expiration date was asked for, but not provided. No issues were seen with the calibration and quality controls.

Manufacturer narrative:
A review of the alarm trace did not find any alarms relevant to the event. The customer did not use a recommended rack adapter, but the influence of this is not known since the sample container type was not provided. A specific root cause could not be determined based on the provided information.